Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 68 mm in diameter and 94 mm in length abdominal aortic aneurysm. It was reported that aneurysm expansion was observed by the follow-up, and a type ii endoleak was suspected. Access was made to the aneurysm by open repair surgery, and before an incision was made on the aneurysm, the available lumbar artery was tied up, which led the aneurysm to decrease in size (or shrink). After that, the aneurysm was cut, and during thrombus aspiration, the blood came oozing out of the front side of the main body. The oozing was possibly coming from a needle hole. When the doctor removed the host tissue, type iii like endoleak was observed. It was noted the type iii like endoleak stopped without additional treatment, so there is no explant of the stent graft. The physician suspected that the endoleak was from the sutured hole. No additional clinical sequelae were reported and the patient is fine. The physician commented that while the cause of the aneurysm expansion could be determined as the type ii endoleak, the physician has a concern about oozing from the needle hole. Film review analysis: review of a pre-implant drawing and 3d recon slide revealed that the patient had a moderately angulated proximal neck that was also calcified. The neck diameter just below the renals was 23mm. The aaa max diameter was 68mm and the distal aortic diameter was 18mm. The iliac arteries were essentially straight but contained areas of calcification. Review of excerpts from a 13 minute video of an open repair of the aaa showed that after the aneurysm was opened, the aneurysm wall was peeled back away from the stent graft, and large amounts of thrombus and tissue were removed from the aneurysm sac and pulled off the exposed stent graft aortic body and limbs. After the stent graft was cleaned there appeared to be an area of blood seepage coming from the left/ipsilateral limb several rings below the level of the gate. Later in the video the seepage was not visible. The exact source could not be determined, but may have been from a suture hole which could be considered similar to what would be seen at implant as a type IV endoleak. No other stent graft issues were seen in the video. The reported blood seepage which self-resolved was confirmed. This was likely caused by stent graft manipulation occurring during the open surgery including removal of tissue that was adhered to the stent graft. A type iii fabric endoleak was reported, and therefore this stent graft seepage likely did not occur with the stent graft in the in-vivo configuration. Possible heparinization of the patient may have also exacerbated the level of seepage seen. The likely cause of the aaa expansion was due to the reported type ii endoleak; anatomy related.